Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that they made 4 hysteroscopies and it is broken. After detailed instrument's examining we found that: apparently, the screw from the attachment point of the jaws is missing. Probably it's being lost somewhere. We couldn't find it. Since the breakage was discovered after procedure, it's possible the screw was lost . It is easy to see the absence of screw on the image: missing detail. No patient involvement and issue found after procedure. No negative impact in state of health reported.